Event description:
It was reported that during device interrogation, the battery voltage was shown to be far below the level at which the elective replacement indicator (eri) would be triggered; however, the battery status was not showing that the device had reached eri. It was also reported that a false battery voltage reading was seen as the internal reference voltage was being measured along with the battery voltage, which in turn causes the reference voltage measurement to be incorrect. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008 (B)(6). (B)(4). Evaluation summary: the actual device was not received, but we did review performance data. Battery voltage measures 2.03 volts. Battery impedance measures 737 ohms. Device not at eri (elective replacement indicator).